Manufacturer narrative:
Information contained on this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: broken shell, flat creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: curved striated opening on anterior side assessed as surgical damage and broken shell with sharp edge on patch bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is broken shell with sharp edge assessed as unidentified(tear) opening. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.